Manufacturer narrative:
The fse was able to verify the customer¿s reported problem. The power supply was replaced and this corrected the reported problem. The device passed extended self-test (est).

Manufacturer narrative:
Dates: (B)(6) 2015 and (B)(6) 2016. This power supply was tested and no errors were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported receiving an error code (1014) during a power on self-test. No patient was involved. There was no reported patient involvement.